Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the drivers broke during use. No patient complications were reported.

Manufacturer narrative:
(B)(4): ~3mm of the instruments tip have been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The findings are consistent with torsional overload.